Event description:
It was reported that the patient's lead had migrated. Surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated: during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). The allegation is against 1 of 3 leads; however, it is unknown which lead. Therefore; all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model; mn10450-50a, UDI: (B)(4) serial: (B)(4), batch:6953164. Common device name: lead, model; mn10450-50a, UDI: (B)(4) serial: (B)(4), batch:6940462.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Patient underwent surgical intervention on (B)(6) 2023 whereby the lead was replaced with a new one.